Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed critical pump error. Customer's blood glucose was 11 mmol/l at the time of the incident. The customer did not troubleshoot. The device will be replaced and customer will not send the product back for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error alarm and unable to download due to moisture damage on the electronic assembly. Analysis was unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test due to critical pump error alarm. Moisture damage was also found on the motor and force sensor. The insulin pump also had corrosion that was found inside of the battery tube during visual inspection. The insulin pump was received with scratched case, case cracked behind the pump at the corner of the belt clip rails, serial number label stained, pillowing keypad overlay, and minor scratched lcd window.